Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, t-wave oversensing and an intrinsic r-wave was observed on the device due to right ventricular loss of capture. The device was reprogrammed. The patient was stable.